Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator was on a patient when the graphic user interface(gui) display reset. The patient was removed from the ventilator without any reported harm. The ventilator was turned off and on and is now functioning normally. The patient was placed back on the same ventilator which is properly ventilating the patient.